Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a distributor that during the procedure, the inner cylinder was broken into two so that the blade could not be used. The procedure was completed with another blade. There was no broken piece that remained inside the patient's body. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner shaft broke 0.62¿ from the distal face of the inner hub. There were striations around the outside diameter of the break point. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area. There were no bends or signs of a concentricity issues. If information is provided in the future, a supplemental report will be issued.